Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker and a non boston scientific right ventricular (rv) lead exhibited elevated threshold measurements, loss of capture, noise, oversensing, and impedance measurements of greater than 3000 ohms. The patient had a heart rate in the 20 beats per minute (bpm) range. Patient isometrics were performed which did not elicit any noise. A surgical revision was performed, and during the procedure, pauses in pacing were observed when a new rv lead was being placed. The physician questioned if this could have been due to a device issue; therefore, replaced the device as well. No additional adverse patient effects were reported.

Event description:
This report is being filed to provide product investigation results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.